Event description:
Pt reported that back to back tests performed on the surestep meter were 18, 23 and 175 mg/dl (218% difference). Control solution test result (136) was in range (99-148). The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.